Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  reason for call was that the ins wouldn't recharge at all as the controller would say no device found. Caller stated that the pt was in severe pain since the device hadn't been working. Caller stated that they met with local reps yesterday and that they were told to call ps after troubleshooting for replacement equipment. Caller confirmed that the controller was fully charged and that no other error messages appeared when trying to recharge the pt's ins. Pss asked the caller if the rtm was getting hot while trying to recharge the pt's ins; caller stated that a couple weeks ago the ins started taking longer to recharge; caller stated sometimes the rtm would get warmer than usual especially the longer they were trying to recharge the ins; caller stated so the answer was yes. When asked for event date, caller stated that they thought it was may when the issues first started. Caller stated that they had to hang up and call ps back twice to get through to pss as the automated system was not working and they got stuck in a loop; caller stated that the process was really difficult as the system was stuck on "two" for ten minutes. The issue was not resolved. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a failure with the recharger and that a "no device found" message was seen. There was also rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.